Event description:
Zebd-7-7 were attempted to be used for ercp, but the user was unable to pass a gw through zebd-7-7 due to pig tail crush. Therefore, the user replaced the zebd-7-7 with a new zebd-7-7, however, the user was unable to pass a gw through the second zebd-7-7 due to pig tail crush again. The lot numbers involved in the event are c1906687 and c2172952. The order of use of the devices has been requested as of 19mar2025 and no further information has been provided as of the date of this report. Additional information: was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown did the patient require any additional procedures as a result of this event? Unknown were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Unknown. (If any damages were confirmed prior to use) was the package damaged? No does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? Unknown was resistance encountered when advancing the introduction system in place to the target location? Unknown. No patient health hazard.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
E1, f5 - phone number:(B)(6). Device evaluation the device evaluation of the zebd-7-7 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution zebd-7-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c2172952 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2172952. Instructions for use and/label: as per the instructions for use, ifu0045 which informs the user about intended use ¿this device is used to drain obstructed biliary ducts.¿ as per the notes section of the instructions for use, ifu0045, which informs the user to ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. Do not use this device for any purpose other than stated intended use.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined with the available information. As noted in the additional information, it is unknown whether a straightener was used, the specifications of the wire guide, or if resistance was encountered during advancement. Based on the limited details, a potential contributing factor could be a pigtail deformation occurring while the stent was being straightened for loading onto the wire guide, which may have led to the reported issue. Additionally, it is unknown whether altered or tortuous anatomy was present; if such anatomical conditions existed, they could also have contributed to the event. Should this information become available at a later date this file will be reopened and updated accordingly. Summary: the complaint is confirmed based on customer/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined with the available information. As noted in the additional information, it is unknown whether a straightener was used, the specifications of the wire guide, or if resistance was encountered during advancement. Based on the limited details, a potential contributing factor could be a pigtail deformation occurring while the stent was being straightened for loading onto the wire guide, which may have led to the reported issue. Additionally, it is unknown whether altered or tortuous anatomy was present; if such anatomical conditions existed, they could also have contributed to the event.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-aug-2025.